Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The trocar was leaking. The stopcock was turned to different degrees and it helped a little, but still leaked. Same trocar was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The product was not returned but has been identified as part of the voluntary recall of endopath xcel with optiview technology.